Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-09418. Citation: guide of china medicine (january 2018); 16 (2):64.

Event description:
Title: polypropylene flat sheet in the treatment of incisional hernia in adults the aim of this study was to explore the application value of polypropylene flat film in the surgical treatment of incisional hernia in adults. Between january 2007 to june 2012, a total of 30 patients (16 male and 14 female; average age of 60 years [22 to 80 years]) with incisional hernias were included in the study. Surgery was performed using polypropylene flat sheets manufactured by bard, inc. Or johnson & johnson, USA. They also use 2-0 prolene thread. Reported complications include incision infection (n=1) and healing after taking out the patch after changing medicine, and incision subcutaneous effusion (n=1) requiring local suction and pressure wrap cure. In conclusion, fixing an incisional hernia with a flat polypropylene film in adults is a safe and reliable method. Different methods should be used depending on the patient's circumstances.